Manufacturer narrative:
(B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported that an unknown number of patients have an unknown complaint related to the zimmer m/l taper stems.

Manufacturer narrative:
No device or photos were received; therefore the condition of the components is unknown. The lot and part numbers of the product are unknown; therefore the device history records, complaint history could not be reviewed. It could not be confirmed if the devices were used in an approved and compatible combination. Surgical notes were not provided. It is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. Relevant medical history and adherence to rehabilitation protocol are unknown. A definitive root cause cannot be determined with the information provide.